Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (light blinking) was confirmed and found to be caused by dust accumulation inside the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that led of the front-panel blinks due to the dust, because large amounts of dust have been confirmed to accumulate inside the unit. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that led (light-emitting diode) was blinking when the device was switched on and stopped after the lamp was on. The reported issue was observed during maintenance of the subject device. There was not patient involvement.